Manufacturer narrative:
The console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation, the footswitch was found to be defective and was replaced. Following footswitch replacement, the issue resolved and the console functioned as intended. No further issues were identified during service, and the console was confirmed to be fully functional after replacing. Analysis confirmed the reported clinical observations of a faulty footswitch that resulted in an error message.

Event description:
It was reported that during the procedure, the screen displayed attach footswitch when the footswitch was stepped on. The procedure was discontinued and there was no patient complication. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.